Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
A customer reported that a patient received a coolsculpting treatment on (B)(6) 2021 to the submental area using an unknown applicator and presented with paradoxical hyperplasia 52 months post treatment.

Event description:
Allergan aesthetics received additional information, a coolmini applicator was used during coolsculpting treatment.

Manufacturer narrative:
Additional information: b5